Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was being removed, the valve shifted upward. The valve was snared into the ascending aorta. A second transcatheter bioprosthetic valve was implanted successfully. No additional adverse patient effects were reported.